Event description:
Reference medwatch 1219856-2008-00422 for the first event involving the same patient. This is the second intra-aortic balloon (iab) used on this patient. The iab was prepped, but then could not be passed through the sheath. As a result, the iab was removed with the sheath and a third iab was requested. Further information has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.